Event description:
It was reported the patient alert sounded. A carelink transmittal indicated high/increased rv (right ventricular) lead impedance from 450 ohms to 1500. Oversensing was also noted. The patient did not receive any inappropriate shocks. The lead was explanted and replaced. A 3500a was subsequently received reporting jump in impedance and device reprogramming to longer intervals. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. Other: it was reported the patient alert sounded. A carelink transmittal indicated high/increased rv (right ventricular) lead impedance from 450 ohms to 1500. Oversensing was also noted. The patient did not receive any inappropriate shocks. The lead was explanted and replaced. A 3500a was subsequently received reporting jump in impedance and device reprogramming to longer intervals. No patient complications were reported as a result of this event. Alarm, false. Impedance, high, oversensing, sensing intermittently.

Event description:
A 3500a was received and reports that an ICD lead alert occurred and upon interrogation, a varying jump in impedance was seen. The lead was removed. Further information received indicates that impedance jumped from 400 ohms to greater than 1600 ohms and oversensing was also observed. No patient complications were reported as a result of this event.